Manufacturer narrative:
Physio further evaluated the removed main keypad assembly in a test device and was able to verify that the observed issue occurred intermittently. Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy.  Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally. Physio determined that the cause of the reported issue was that the shock switch was out of tolerance due to excessive resistance.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed additional testing of the customer's device but was still unable to duplicate the reported issue. The cause of the reported failure to power on could not be determined. Physio-control did observe that the device had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.